Manufacturer narrative:
On (B)(6) 2019, it was noticed that type of reportable event was erroneously entered a serious injury. This event is a malfunction and the field has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/28/2020, the mentor failure analysis lab received and processed the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, a mentor tissue expander 250cc was found to be deflated while in preparation. No delays in surgery were reported. The patient underwent implantation with a mentor tissue expander 250cc, serial number (B)(4) as a replacement.

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.2 cm. Microscopic examination of the edges of the rupture revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during surgical procedures as this can result in rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).